Event description:
The customer reported while on a patient the user interface module went completely blank on the avea ventilator. The customer reported the patient was transferred to another ventilator. The customer reported there was no patient harm associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.